Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text: device not returned.

Event description:
It was reported that approximately two weeks post a groshong catheter placement, after approximately 30 seconds when solita was started to be infused, a small amount of water leaked from the insertion site. There was no reported patient injury.

Event description:
It was reported that approximately two weeks post a groshong catheter placement, after approximately 30 seconds when solita was started to be infused, a small amount of water leaked from the insertion site. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking groshong catheter is confirmed and was determined to be use related. One 4 fr s/l groshong nxt clearvue catheter attached to its two-piece connector was returned for evaluation. An initial visual observation showed use residues throughout the returned groshong catheter and its two-piece connector. A functional test of attempting to pressurize the groshong catheter using water and a 12 ml syringe revealed a leak just proximal of the distal valve of the catheter. A microscopic observation revealed several small marks along the distal end of the catheter circumferentially and diagonally aligned around the split site. The marks along the distal end of the device just proximal of the distal valve have sharply formed fracture edges, and the marks appear to only be along the outside of the device not penetrating through the catheter. The split was observed to be a small hole at a circumferentially aligned mark that only penetrated through the catheter at a small section of the observed mark with sharply formed fracture edges. Microscopic examination of the catheter spilt confirmed it was typical of contact with a sharp, bladed instrument. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.